Manufacturer narrative:
The lot history, trend analysis, risk analysis and/or directions for use were reviewed and considered acceptable, with the product performing within anticipated rates. No corrective action is required. The most probable root cause is unknown/inconclusive due to the product not being returned for evaluation. This investigation is complete.

Manufacturer narrative:
Manufacturing and sterilization records were reviewed and found to be acceptable. Further investigation underway.

Event description:
The user facility in (B)(6) reported the phaco sleeve fragmented during surgery. The fragments were removed and a new sleeve was used. The surgery was completed with no injury to the patient.